Manufacturer narrative:
The insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. The pump was unable to perform displacement test due to motor error alarm. The pump was received with scratched display window, cracked battery tube threads and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 450 mg/dl. The customer treated the high readings with a bolus. The customer stated that the pump was not exposed to strong magnetic field or MRI. The customer stated that he was unable to rewind the pump. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.